Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the patient. The patient reported that the alleged inaccuracy began on the late evening of (B)(6) 2012. The patient reported obtaining alleged high blood glucose readings of "21.6, 18.0 and 17.3 mmol/l" with the subject meter at unspecified times. The patient tests her blood glucose 5-6 times a day and is on insulin pump therapy. The patient claimed she bases her correction boluses based on her carbohydrate intake and meter readings. During the initial call to lfs, the patient reported that she was taking an increased dose of insulin based on the inaccurate high readings she was obtaining with the subject meter. On (B)(6) 2012 at 2:30am, the patient reported feeling sweaty, dizzy, and very confused. At the onset of the symptoms the patient confirmed testing her blood glucose with the subject meter and obtaining a reading of "7.5 mmol/l." The patient informed the csr that she felt that result was higher than what it should have been based on her feelings. The patient denied treating the symptoms and contacted emergency services. The patient reported that emergency services arrived at approximately 3:00am and was treated for a low blood glucose. The patient did not know the specific treatment given by the paramedics/ems. The patient confirmed her blood glucose was tested with the ems meter and obtained a result of "9.3 mmol/l". It is not known if the reading was taken prior to or after the patient was treated. The patient informed the csr that she refused to be taken to the emergency room. During the follow-up call, the patient reported that she had discarded the subject meter and did not recall when she had last tested with the ems meter and obtained a result of "9.3 mmol/l." It is not known if the reading was taken prior to or after the patient was treated. The patient informed the csr that she refused to be taken to the emergency room. During the follow-up call, the patient reported that she had discarded the subject meter and did not recall when she had last tested with the subject meter prior to the onset of symptoms or the result obtained. At the time of troubleshooting, the patient reported that the test strips in use were in good condition and within their expiration date. The patient did not have all the supplies to run a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.